Event description:
The reporter stated the patient had surgery with integra mozaik at the beginning of (B)(6). On (B)(6) 2012, the patient presented to the surgeon with a seroma. The doctor reopened the surgical wound; cultured and cleaned the wound. The patient has not had further problems. The doctor didn't feel there was a problem with mozaik.

Manufacturer narrative:
This report was sent to cdrh on (B)(4) 2012 under MFR report number 2090010-2012-00011 using the incorrect facility reg number (2090010). The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.